Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202373938,was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown , procedure: clavicle fracture repair, plate placement, cathplace: under the deltoid pectoral fascia. A report was received stating the surgeon called to report the patient had catheter break. The catheter was removed by the emergency room(e.r.) Doctor. Resistance was meet during removal. An estimated of 2-3 inches of catheter was left inside the patient. No intervention was planned at this time. Additional information received 17-jul-2016 stated the mother had difficulty removing the silver soaker catheter. The mother was advised by surgeon to proceed to the e.r.. The e.r .physician called surgeon and was advised to pull catheter out. The e.r .physician pulled catheter and per the mother "almost fell backwards when it came out." No black tip present. This surgeon uses a lot of this product. There was no difficulty inserting this catheter. No additional information was provided.